Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with fortum (500mg once daily for 21 days) ip for peritonitis. The outcome of the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: on (B)(6) 2014, the patient was hospitalized for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.